Manufacturer narrative:
(B)(4).

Event description:
Mistakenly drank a little of the solution [accidental device ingestion] case description: this case was reported by a non-health professional via sales rep and described the occurrence of accidental device ingestion in a (B)(6) female patient who received denture cleanser (polident denture cleanser tablets) tablet (batch number unknown, expiry date unknown) for product used for unknown indication. On an unknown date, the patient started polident denture cleanser tablets. On an unknown date, an unknown time after starting polident denture cleanser tablets, the patient experienced accidental device ingestion (serious criteria gsk medically significant). The action taken with polident denture cleanser tablets was unknown. On an unknown date, the outcome of the accidental device ingestion was unknown. It was unknown if the reporter considered the accidental device ingestion to be related to polident denture cleanser tablets. Additional information:- the adverse event information was reported by a non-health professional via sales rep (email) on 18nov2021. The reporter stated that, "the patient took the polident cleanser 24tab dissolved in water, and mistakenly drank a little of the solution. The representative followed up with the patient twice and did not encounter any abnormal symptom."